Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) inratio=6.0, 3.9. The patient self tester's therapeutic range is: 2.5-3.5. Previous results for history: (B)(6) inratio=2.8; no dosage changes.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.